Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
After two days of ivtm therapy, customer reported that during rewarming phase, the start-up kit tubing appeared to have blood-tinged ('orange-ish' color) inside in which indicates of a quattro catheter (lot #unknown) breach. Thermogard ivtm system did not alarm and was placed into standby and suk was disconnected from the patient but a physician ordered a registered nurse (rn) to passively rewarm the patient the rest of the way. No known impact or consequence to patient was provided.